Event description:
It was reported that the nurse started cooling a patient about 2-3 hours ago. Nurse stated they had received an alarm 113 reduced water temperature control alarms in arctic sun device. While the troubleshooting started, the nurse noticed one of the tubing connectors on the pad was not plugged into the grey fluid delivery line completely. Nurse connected tubing and confirmed audible click. It was confirmed with the nurse that the targeted temperature was 33.5c, patient temperature was 31.5c and water temperature was 27.1c. After a few minutes, water flow rate was 1.2 l/min and water temperature increased to 29.2c. It was explained to the nurse that when the flow rate drops below 1 l/min, the heater capacity would diminish and when the flow rate dropped below 0.5 l/min, the heater would turn off completely. Without both of the connectors for the neonatal pad plugged in, the water flow rate was likely would have lower which caused the alert 113 ( reduce water temperature control ) due to heater was not functioning. It was recommended to the nurse to monitor the water temperature and flow rate. Also it was asked to call back if they had any issues with the patient warming to targeted temperature or if any alarms returned.

Manufacturer narrative:
Per review, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse started cooling a patient about 2-3 hours ago. Nurse stated they had received an alarm 113 reduced water temperature control alarms in arctic sun device. While the troubleshooting started, the nurse noticed one of the tubing connectors on the pad was not plugged into the grey fluid delivery line completely. Nurse connected tubing and confirmed audible click. It was confirmed with the nurse that the targeted temperature was 33.5c, patient temperature was 31.5c and water temperature was 27.1c. After a few minutes, water flow rate was 1.2 l/min and water temperature increased to 29.2c. It was explained to the nurse that when the flow rate drops below 1 l/min, the heater capacity would diminish and when the flow rate dropped below 0.5 l/min, the heater would turn off completely. Without both of the connectors for the neonatal pad plugged in, the water flow rate was likely would have lower which caused the alert 113 (reduce water temperature control) due to heater was not functioning. It was recommended to the nurse to monitor the water temperature and flow rate. Also it was asked to call back if they had any issues with the patient warming to targeted temperature or if any alarms returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.